Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported the insulin pump beeped three times and she was unsure why. Customer blood glucose was 279 mg/dl, treated with the device. Beeping was caused because the customer uses pattern basal rates. Customer also stated the device the buttons on the device were not working but she changed battery and device is functioning. No further information reported.